Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 44mg/dl which was treated with food. Customer¿s current blood glucose was 202mg/dl. Customer states that drive support cap was normal. The customer stated the device was delivering insulin without their input. The customer was alleging a possible insulin pump over delivery. Customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.